Manufacturer narrative:
No lot # provided. UDI #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the unknown bd insyte autoguard product failed to activate its safety shield during use. No serious injury or medical intervention noted. Reported from a regulatory agency, (B)(6).